Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens of -13.5/1.0/090 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6)2024 the lens was explanted due to excessive vault. On (B)(6) 2024 a replacement lens of shorter length was implanted and the problem resolved. The cause of the event was reported as unknown.